Event description:
The customer reported the vent cap dislodged and the saline bag emptied onto the floor and the rn. There as no pt harm or medical intervention. Customer stated that no further pt or event info is available.

Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received for investigation. A f/u report will be submitted with the eval results should the product be received.